Event description:
A dialysis facility reported that 37% formaldehyde had leaked on the reuse room floor. The facility uses a manual dialyzer reprocessing equipment. There were 3 connectors to the formaldehyde cannister that had been disconnected causing formaldehyde to leak. The facility chief tech. Was informed that it is quite impossible for all three to be dislodged at the same time. There was no patient involvement. The employee who discovered the formaldehyde spill complained of headache, palpitations, throat burning and "feeling funny". She was sent to the occupational health clinic, was advised to rest and was prescribed motrin for headache.